Event description:
(B)(4).

Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture is homogenous which indicates material conformity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of implant was reported as 13 months prior to revision surgery.

Manufacturer narrative:
Device is used for treatment, not diagnosis manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with liss distal femur plate and screw construct on an unknown date, about 13 months ago. It was reported that on an unknown post-op date, the plate snapped at the screw interface. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. Patient was revised with an 8-hole variable angle curved condylar plate. No further information is available at this time. This report is for an unknown femoral liss plate. This is 1 of 2 reports for complaint (B)(4).